Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite and determined there was a fluidics failure. He flushed the flow paths and probes, tightened all fittings, checked operation of all pumps and, checked syringe seal and syringe operation. He ran all diagnostic tests and sample precision. The customer ran precision. Further investigation by the manufacturer did not identify a specific root cause for the event. The fluidics issue found by the field service representative was a probable cause as the instrument performed well after the service actions. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where an erroneous result was generated by the cobas c111 analyzer. There were erroneous results for glucose hk for two patients. The patients' ages, weights, and genders were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.